Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 71 mg/dl at the time of the incident. The customer was in a car accident due to the low. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering as the pump was not set by a nurse to deliver insulin until the next day. Troubleshooting was completed, the pump passed a self test, but did not resolve the issue. The customer was on their first day of pump use, got low alerts but was unable to treat at the time of the incident. The insulin pump will be returned for analysis.